Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient previously underwent a left hip arthroplasty on an unknown date. At a subsequent unknown date, the patient was considered for use of a pmi product for an unknown indication. The patient currently has a custom tri-flange implant in situ. The treating surgeon has requested a freedom constrained liner compatible with a size 22 ringloc. The request is for a freedom constrained option to be used with the existing implant configuration. At the time of this report, it is unknown whether the device was implanted. No device malfunction, serious injury, or patient death has been reported. No adverse clinical outcome has been confirmed.